Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with a 6 mm, 23" infusion set, with no alarms and no observed leaks, and the user considered an outside insulin injection after being advised to perform a set change. Symptoms included elevated blood glucose over 400 mg/dl for approximately six hours without acute complications. Outcomes included no hospitalization, no medical intervention, and no assistance required. Investigation included troubleshooting and user education regarding set change and disconnection guidance, along with user-performed ketone testing. Investigation of this case revealed no device alarms and no confirmed infusion set failure, and the specific cause of hyperglycemia could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.